Manufacturer narrative:
(B)(4). H6 codes: health effect - clinical code problem code: e0122 movement disorder/ code not available. H6: codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. It was indicated that the patient exposed components to MRI, CT scan, or diathermy treatment, which is off-label usage of the device. Date of event is an approximation. On (B)(6) 2026, the patient said she started feeling so ill that she could not stand up or walk. At the time, she did not know what was wrong and thought it may have been related to her blood glucose because her readings had been going high and low. She said she was not coherent that morning and called her daughter, who lives upstairs from her, for help. Her daughter came down, and the daughter, grandson, and son-in-law helped get her to the car and took her to urgent care. At urgent care, the patient told the medical staff she had been having issues with her dexcom and did not know whether her symptoms were related to her blood glucose or something else. At the urgent care they performed tests and told her she likely had the flu. Her condition worsened, and she stated that she believed she passed out while at the doctor¿s office or urgent care. The next thing she remembered was waking up while being placed into an ambulance and transported to the hospital. She said she did not know what was happening to her at the time. Once she arrived at the hospital, further testing showed that she had the flu and pneumonia on one side. While hospitalized, the staff asked whether she was using dexcom, and she told them she was wearing the 15-day sensor. She said the dexcom alarms began going off again while she was at the hospital. She called the nurse because her phone was alarming, and she did not know what was going on. As hospital staff began checking her glucose, the dexcom readings were off by ¿100 or more¿ compared to the bg readings. She recalled showing the nurses the readings on her phone while they compared them with the bg taken. By the third day of the readings being off, hospital staff told her it was her dexcom. At that point, she became frustrated and removed the sensor from her arm. During the hospitalization, the blood glucose was difficult to regulate. She reported that the hospital gave her insulin shots three times during the day, in addition to her regular night-time insulin, which she said she had never had to do before (diabetes management). She normally only used a small amount of long-acting insulin at night. The patient reported that she underwent imaging while at the urgent care or the hospital, including what she believed was a cat scan, and she was wearing the sensor at the time. The patient explained that she initially thought her symptoms were related to her blood glucose because of the high and low readings, but urgent care and hospital staff diagnosed her with the flu and pneumonia. She was uncertain whether the dexcom or her glucose levels directly caused her to pass out, saying that at the time she guessed it may have been low blood glucose, but she did not know for sure. By the time of the call, the patient was doing better, was no longer weak, and could walk. The patient discharged after 3 days. At the time of the report the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. It has been reported that there was a difference in readings of 100 points. No additional patient or event information is available.